Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that, during a routine follow-up, high out of range shock impedance measurements were discovered on this implantable cardioverter defibrillator (ICD). Testing in clinic was unable to reproduce the out of range measurements. Boston scientific technical services reviewed data from the device and provided further trouble shooting recommendations. Additionally, increased pacing thresholds were observed. The physician has elected to continue closely monitoring the system. This ICD remains in service. No adverse patient effects were reported.